Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that precipitated the event of suture breakage post op? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Event description:
It was reported by a sales rep that a patient underwent an unknown procedure within the last 6 months and barbed suture was used. A part of the wound is open more than 1 to 2 weeks after the operation. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, weight, bmi at the time of index procedure.¿unk date of index surgical procedure?¿unk on what tissue was the suture used?¿dermis what was the tissue condition (normal, thin, calcified, fragile, diseased)?¿not reported with abnormality was the fixation loop secured to tissue at the initiation of suture use during the index procedure?¿yes was at least one reverse stitch performed prior to closure?¿yes, but he possibly didn't pass dermis with the needle enough. What tissue dehisced?¿dermis did the stratafix suture break? If so, where was the break noted (termination, middle, end)?¿yes, the surgeon said some cases he found breakage at end, but others at middle were there any patient stress factors that precipitated the event of suture breakage post op?¿no especially patient factor how was the dehiscence managed? ¿fixed by tape please describe any surgical intervention required for the wound dehiscence including date and findings. ¿no surgical intervention did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?¿no please describe the appearance of the suture during the second procedure.¿broken what symptoms did the patient experience following the index surgical procedure? Onset date?¿the wound open slightly other relevant patient history/concomitant medications?¿no what is the physician¿s opinion as to the etiology of or contributing factors to this event?¿he doubted that he passed dermis with the needle enough. What is the patient's current status?¿recovered lot number? Unk.